Event description:
It was reported by resmed (B)(4) that an astral ventilator failed to pass its internal self-test during incoming inspection. The device was not in use when the fault occurred, therefore, there was no patient involvement. MFR # 3004604967-2015-00119.